Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unknown balloon kyphoplasty procedure at l1. It was reported that the balloon ruptured at 500 psi during insertion. No patient complications were reported.